Event description:
Upon insertion and connection to IV set up, catheter began to leak at the hub/connection to the catheter. Had to remove leaking catheter and replace it, hence sticking the patient for a new IV.